Manufacturer narrative:
(B)(4).

Event description:
Reported as "iab rupture". The report further states, "[user] is calling from the ICU. He has a pt on an iabp and received high pressure alarms. Upon inspecting driveline, blood was noted". As a result, the iab was removed. A 2nd iab was inserted at the same insertion site. No patient harm or injury.

Manufacturer narrative:
(B)(4). The reported complaint for "blood was noted in the driveline" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iab rupture". The report further states, "[user] is calling from the ICU. He has a pt on an iabp and received high pressure alarms. Upon inspecting driveline, blood was noted". As a result, the iab was removed. A 2nd iab was inserted at the same insertion site. No patient harm or injury.